Event description:
It was reported that within approximately two months post implant the right ventricular (rv) lead dislodged during a patient fall. The patient presented with elevated capture thresholds and decreased sensing measurements. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.